Event description:
It was reported that, post-operatively, a myocardial perforation was observed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.